Event description:
It was reported that an ilet user wearing a freestyle libre 3 plus experienced absent sensor glucose data on the ilet because the sensor was started on the phone rather than paired and activated on the ilet, which left the ilet in bg run mode without cgm input. The user later confirmed the new sensor was activated successfully on the ilet after guidance to select the correct sensor type and re-pair, at which point the device displayed sensor warm-up and resumed expected behavior. Symptoms included no physical symptoms reported. Outcomes included hyperglycemia with a fingerstick blood glucose of 446 mg/dl, which was addressed by entering the bg into the ilet to receive insulin and by successfully connecting the sensor. Investigation included remote troubleshooting, device setting review, sensor pairing review, and user education. Investigation of this case revealed user setup error related to incorrect or incomplete sensor pairing/activation on the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error and use error, mitigated by corrective education and proper sensor activation on the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.